Event description:
It was reported that the device's ac mains light was inoperative. The reported problem is indicative of a device that will not operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.